Event description:
Product analysis for the generator was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; sup MDR #1 inadvertently omitted information known prior to submission. H2. If follow-up, what type; corrected information; sup MDR #1 inadvertently omitted information known prior to submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement that high impedance was seen once the new device was implanted. A lead revision is planned for a future date. Device history records were reviewed and the lead was seen to pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the device was not interrogated pre-operatively as the device was completely depleted. It was reported the new lead impedance after generator replacement was high. The generator was received by the manufacturer. The suspect product remains implanted to date.